Event description:
It was reported that this right ventricular lead exhibited low out of range shock impedance measurements and oversensing which led to three inappropriate shocks. Replacement of the system was advised. It was decided to turn the therapy off and schedule a system replacement in the near future. At this time, this lead remains in service. No further adverse patient effects were reported.